Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 10mar2021.

Event description:
The customer reported that the display is black with no information on it. The customer contacted product support and was advised to swap in a functioning display for troubleshooting. If the problem resolves, it would make sense to suspect a bad lcd (liquid crystal display). Product support discussed 1st vs 2nd gen lcd and provided parts ID for the user interface. Product support advised to be sure unit has software rev 2.1 or higher. The customer reported that the unit was not in use on a patient.